Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instructions for use (IFU) includes the preventive measures in the following item: operation manual: 4.2 insertion: air/water feeding and suction: auxiliary water feeding olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the auxiliary jet channel had a white foreign material. In addition to the reportable malfunction, the following were noted: due to deformation of switch 4, water tightness was lost; due to wear of the flexibility adjustment ring, the insertion section was stiff; the suction cylinder had discoloration; the adhesive on the bending section cover had a crack; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that colonovideoscope feels like stiffener was on but wasn't and that it was also time for annual service. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the auxiliary jet channel was found to have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.